Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a missing battery pack. The event history log was unable to be retrieved due to the constant alarm with no display. To conduct functional testing, the device was powered up. Upon power up, the reported problem was duplicated. It was determined that the reprogramming from the bottom interconnect board to the main board was incomplete was the root cause. To resolve the issue, the software was uploaded from the bottom interconnect board to the main board by performing power point process. The device software was uploaded to v1.6.5. The service history review identified no indication that the complaint was related to a service of the device within the review period.b3: unknown.

Event description:
The unit continues to alarm will not shut off unless battery was removed, display only shows a flat line.